Event description:
Customer reported that the device had a service indication. Physio-control evaluated the device and observed several fault codes logged in the device memory that might indicate a possible failure of the device to deliver defibrillation energy. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4): physio-control replaced the therapy board pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy board pcb assembly at the failure analysis center and was unable to duplicate the reported failure.